Event description:
Boston scientific received information that during a post operative check, an x-ray revealed this patient had a mild pneumothorax. The implanting physician believes the pneumothorax occurred due to a perforation caused by the helix of this right ventricular (rv) lead. The patient was experiencing no symptoms and will continue to be monitored. The rv lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.